Event description:
The pump has been returned and was evaluated by product analysis on 1/26/2012 with the following findings: the force sensor was found to be out of calibration. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 1/26/2012 with the following findings: the force sensor was found to be out of calibration. A review of the pump history did not indicate that loss of cartridge detection had occurred. The pump was exercised for 24 hours with no loss of prime warnings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction/removal report number - 2531779-03/24/2010-003-r. (B)(6).